Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4).

Event description:
Upon replacing the power management board, a puff of smoke came out of the unit. Unit operating with old motor controller board. There was no patient involvement.